Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. The 99% stenosed target lesion being treated was located in the moderately tortuous distal left circumflex (lcx) artery. The 1.50x20mm apex push balloon catheter was advanced to the lesion for pre-dilation and ruptured on the 4th or 5th inflation at 12 atms. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).